Event description:
Report received from an international affiliate of a hole in the tubing set. It was reported that 20 seconds after the primary IV set infusing normal saline at a kvo rate was connected to the pt's peripheral IV access site, leaking occurred below the distal port. Reportedly, "the IV solution and some blood backing up in the distal tubing from the IV access, spurted out of the hole from the tubing." The pt and the nurse "got covered with blood and IV solution." The leaking set was replaced with a new IV set. Though requested, no additional info was provided.